Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of crimped tubing on (B)(6) 2025. Therefore, the patient received less insulin. The blood glucose level of the patient was 370 mg/dl. No further information available.